Event description:
This is a complaint for a priming error.

Manufacturer narrative:
The lab evaluation indicated that the complaint of a priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. Priming error due to broken cassette door pivot point.